Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Device report from synthes (B)(4) indicates a hosp in great britain reported: pt implanted with plate and screws on an unk date discovered approx four weeks after implantation to have the plate broken. No screws were broken. Surgical intervention was needed on an unk date.